Event description:
During implant, a high capture threshold and r wave amplitude variation were observed on the right ventricular (rv) lead. A different rv lead was used in order to resolve the event. The patient was stable following the procedure and there were no adverse consequences.

Manufacturer narrative:
Testing of the lead in the laboratory did not identify any malfunctions that would have resulted in the reported field event of an inadequate capture threshold and r-wave amplitude variation. Electrical analysis of the lead was normal.